Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. The hemostasis hub had been disconnected from the sheath. The sheath was noted to be fractured and partially detached at the distal end. Additionally, the sheath was yellowed and noted to be cracked in multiple locations. The damage is consistent with degradation of the device due to improper storage conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath degradation unknown.

Event description:
During the cavo-tricuspid isthmus procedure, the hub of the sheath disconnected. The procedure was completed with no adverse consequences to the patient.